Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During external inspection, the jaws of the unit appeared to be improperly set. Engineering was able to replicate the customer's experience of clip slippage. Upon disassembly, the jaws were confirmed to be misaligned. The root cause of the incident description was due to jaw misalignment. The misalignment could have been caused during production, packaging, or procedural use. Training has been conducted with manufacturing to develop a heightened awareness of the incident in order to prevent similar occurrences. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "staples fell off the artery! Clip applier was normally used and seemed that the clips were fully closed. But they didn't stick! Just fell off... Very dangerous for the patient if the surgeon wouldn't have noticed this and assumed clips were alright." Intervention - "they had to staple the vains etc plus give antibiotics."